Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5, was handed to contact and then to materials management labeled as "not working". Suspect upon add'l investigation that a flat-tone was heard. No further info is available for the event (handpiece code is not known). There was no consequence to the pt.